Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse removed and cleaned the tp modular. The fse also replaced the syringe assembly and this issue was resolved. The fse primed, calibrated, and ran qc on the system, which all resulted within acceptable range.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the total protein (tpm) syringe on the pump of the synchron lx I 725 clinical system was leaking and crystallizing. No injury was reported for this event.